Manufacturer narrative:
The customer's lot number 02434 is a master lot number covering several smaller batch numbers of leonhard lang. These are also printed on the packaging and on removable labels. Unfortunately the label the user retained was torn and only the first 8 digits of the smaller batch number were provided. The involved product was thus determined to have come from one of two potential production lots, 51207-0811 or 51207-0813. Retained samples of both lot numbers were inspected visually and tested electrically, thermally and for their adhesion. The tested devices were found to perform within limits. No faults could be detected. On march 22nd, the involved dispersive electrode was received in a pe pouch. The visual investigation of the involved electrode showed a burnt area at the edge of the gel (corner area, far left from connecting tab, when looking at the gel side) of about 40mm x 15mm. All further observations (e.g. Kinks and bends) are inconclusive as they might have been caused by post-procedure handling, storage and transport. Based on the information provided, no conclusion regarding the cause of the burn can be drawn. It can only be speculated at this stage whether the repositioning of the patient during the procedure may have compromised the electrode - skin contact or somehow lead to a short between the two halfs of the pad. As the generator was switched to "either way", this would not have been detected by the monitoring system. If any additional information we expect to receive will allow a conclusion, we will file a follow-up report.

Event description:
It was reported that a patient incident occurred during a colonoscopy with the electrosurgical unit (esu/generator) at (B)(6). An endoscopic mucosal resection (emr) was performed on the patient to remove a polyp. The esu was used with an erbe omega split dispersive electrode, part number 20193-082, lot number 02434. The endocut q mode was used and the generator's electrode contact quality monitoring system (nessy) was set to "either way". During the procedure the patient was re-positioned. Upon the colonoscopy, a burn/necrosis of approximately 0.5cm x 3.5cm was discovered under the pad of the return electrode that was placed on the lumbar area of the patient. The wound was treated locally and no further intervention work was required. Further information on how the patient's skin was prepped and the orientation of the electrode on the patient has been inquired for.